Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 139268, lot number: 585000 brand, name : m2a magnum taper; catalog number: 157452, lot number: 814460 brand, name : m2a magnum head; catalog number: 192012, lot number:061550 brand, name : echo femoral stem. Multiple MDR reports were filed for this event, please see associated report: 0001825034 -2018 -11552. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that there was 1200 ml of blood loss without transfusion noted during a revision surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon review of the event, it has been determined that this event was a result of a coinciding procedure, and will be reported under medwatch 0001825034-2018-11550. The initial report was forwarded in error and should be voided.